Event description:
Per the clinic, the patient experienced a skin breakdown resulting in extrusion of the implant. Explant is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.